Manufacturer narrative:
At the time of this report, the device was not received for evaluation; therefore no physical analysis of the device can be performed. The batch number is unknown; therefore the manufacturing batch records for the complaint device cannot be reviewed. As stated in the thruway device instructions for use under the precaution section, "do not torque, advance or withdraw the guidewire if significant resistance is felt. Torquing, advancing or withdrawing a guidewire against significant resistance may cause vessel damage, guidewire damage and/or guidewire tip separation." If there is any further relevant information provided, a follow-up medwatch report will be submitted.

Event description:
Two products in the same complaint because they were used simultaneously and one of the product had an issue but sr did not know that it was not related to the other product. They had the wire down the sfa in the patient and then brought the jetstream catheter up over the bifurcation and into the common femoral. When they were pin and pulling the device back into the sheath the wire broke and was left inside the patient. The patient had to go to surgery had the wire removed. The procedure was not completed because the patient had to go to surgery. The procedure was aborted. The problem was noticed during procedure and inside the patient. Currently, they're in the hospital.

Manufacturer narrative:
Device evaluation: the batch number is unknown; therefore the manufacturing batch records for the complaint device cannot be reviewed. As received, the specimen consists of one-1 each 300-014 gw, short taper; returned coiled, loose and double-bagged within "zip-lock" style poly pouches. The specimen presents a cut through the core wire approximately 12.90 cm distal of the distal depth marker band, bends/kinks of varying severity and frequency scattered over the length of the device and scraped/frayed ptfe coating with coating removal scattered over the length of the device. The material distal of the cut damage is not included with the returned wire. At this time it is not possible to assign a definitive root cause for the event as reported. As stated in the thruway device instructions for use under the precaution section, "do not torque, advance or withdraw the guidewire if significant resistance is felt. Torquing, advancing or withdrawing a guidewire against significant resistance may cause vessel damage, guidewire damage and/or guidewire tip separation." Based on the information provided clinical and/or procedural factors appear to have impacted on the event as reported. If any further relevant information is provided a follow-up medwatch report will be submitted.